Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately 4 years post index, the patient reported to the ER complaining of back pain. A CT scan was performed, revealing a type I endoleak due to migration of the bifurcate. At present, the stent graft fabric is 15 mm below the lowest left renal artery. The physician stated that the migration was due to progressive neck dilatation. An intervention was performed, with the implant of an endurant cuff and the placement of aptus screws. The endoleak was resolved, and the patient did well. No additional clinical sequelae were reported and the patient is stable. Review of cta¿s 4 years post-implant confirmed that the talent bifurcate was approximately 2cm below the renal arteries, and there was a proximal type I endoleak. The stent graft proximal od was 27 x 30mm, the flow lumen diameter just below the renal arteries is 25 x 29mm, and there is less than 1cm of proximal seal length. The maximum aaa diameter is 7cm. Both limbs are patent. Angio images during the intervention showed that an endurant cuff was implanted just below the renal arteries. Aptus screws were also placed just below the renal arteries. The endoleak appeared to have resolved following the intervention. Earlier follow-up images were not provided. The exact cause of the proximal type I is uncertain, but was likely due to the reported disease progression; neck dilatation.